Event description:
Additional review indicated that the patient stated the pump was not working right and the patient also had pain.

Event description:
It was reported that the patient had his gallbladder removed laparoscopically (B)(6) 2012. Three days after the surgery the patient noticed that it felt like the pump was not working, along with experiencing the return of his symptoms. The reporter noted that there was one incision above the belly button, one below the solar plexus, and 3-4 on his right side. In addition, the patient felt pressure on his left side where the pump was located. Since the surgery, the patient had lost weight, the size of his stomach had shrunk, and he had not been eating as much. No alarms were reported as being heard. Additionally, since the surgery the patient had been unable to deliver a bolus dose using the personal therapy manager (ptm). The ptm was described as showing "poor communication screen." The patient was going to try to resolve the problem by replacing the ptm batteries and removing any source of interference. No further information was provided. The pump delivered bupivacaine and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835. Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).